Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/28/2019.

Event description:
The customer reported a touch screen failure. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 13 november 2019. Date of this report: 14 november 2019 . Multiple attempts were made to obtain additional information, but no contact was made with the customer.